Event description:
During routine inspection testing, it was observed that the device displayed the charge pak (internal battery charger), attention and service icons and failed to power on. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the mfg facility and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.